Manufacturer narrative:
Physio-control examined the removed user interface (ui) pcb assembly and determined that the cause of the reported lockup condition was a temperature (heat) sensitive integrated circuit (ic) chip, designator u2. The removed system controller (sc) pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report that upon powering their device on, the display was white. A white display is indicative of a device lock-up condition which could prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.